Event description:
Describe event, problem, or product use error: patient reports a blue part on mouth piece came off and not able to put in back in place. Unknown if patient missed dose. No adverse event reported with product issue. Unknown if defective product on hand. Indication: chronic obstructive pulmonary disease, unspecified. Unknown if md aware. No further info/details or dates available.